Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the back, the battery was not lasting, and an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-441ag, and mmt-342. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l. No product return is required for mmt-441ag. No product return is required for mmt-342.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current measurement. However, pump failed sleep current test. After swapping out pump cases and the pump passed the sleep current measurement test. Problem isolated to pump case corroded battery tube. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no low battery alarms were found. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 12/18/2024 at 02:27:29.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.6mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, cracked case, label damage(faded/stained/peeling), and corroded battery tube. Alleged insulin flow block alarms not confirmed during testing. Alleged pump's battery lasting less than 1 week not confirmed in the power management graph or in the pump history. Pump failed sleep current measurement isolated to pump case corroded battery tube. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.